Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had experienced frequent red heart and yellow wrench alarms and was admitted to the hosp. Waveforms were taken and noted possible bearing wear. The pt was then placed on pneumatic support using a stroke volume limiter (svl) and drive console along with being placed on low molecular weight heparin. A week and a half later the pt experienced a large cva and life support was withdrawn. The lvad was returned to the MFR for evaluation.